Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure to replace a malfunctioning non abbott left ventricular (lv) and right ventricular (rv) lead and a routine generator change. In an attempt to gain access to the left side, the physician opted to extract the abbott right atrial (ra) lead. There was no complaint on the abbott ra lead prior to the procedure. During the extraction, the abbott ra lead broke leaving the distal portion still implanted in the right atrium. The non abbott rv lead also broke during extraction leaving the distal superior vena cava and rv coil in the body with the distal portion of the abbott ra lead. The physician opted to stop the extraction and implant a new system on the right side. The non abbott lv lead was capped with inactive ra and rv leads and pocket closed. A new system was implanted on the right with a left bundle branch pacing lead. The patient was stable throughout the procedure, checked the next day and discharged.